Manufacturer narrative:
(B)(4) supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Case description: customer states she was trying to give a vaccine to one of her clients and the needle became stuck on the client's arm. No harm caused, she was able to safely remove it. It only happened with this needle, before that, she used different ones from the same batch who performed just fine. Email: not provided. Product: safety glide needle. Ref#: 305916. Lot#: 5114725.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.